Event description:
It was reported that during a wedge resection procedure, no staples were present after firing the device. Used another like device to finish the procedure. There was no patient consequence.